Event description:
It was reported to philips that geometry calibration and image storage issues occurred during fluoroscopy on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced image disks and cmos battery, recalibrated geometry, and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).